Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the resistance and failure to open was not determined. It was noted that there is a kink on the pushwire suspected to be due to the resistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline shield that had resistance in the phenom 21 catheter during delivery and resheathing and failed to open at the proximal end. The patient was undergoing a procedure to treat a ruptured fusiform aneurysm at the junction of the internal carotid artery (ica) and middle cerebral artery (mca). The distal landing zone was 2.6mm and the proximal 4.14mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated int he instructions for use (IFU). The catheter was flushed continuously with heparinized saline during the procedure. The physician noted resistance with the pipeline in the phenom 27 catheter hub during introduction but continued delivery of the pipeline despite resistance also noted in the middle segment of the catheter. When the pipeline was 25% deployed, the physician attempted resheathing and, again, reported resistance. The physician tried several times without success and the pipeline was noted to be stuck. Finally, the pipeline and microcatheter were retrieved together. When the pipeline was removed from the microcatheter, it was observed that the distal end was opened but the proximal end was still closed. The pipeline was not positioned in a bend. It was noted that the pipeline was resheathed more than 2 times. No other steps or devices were used to open the pipeline. The pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed success with the replacement pipeline. Ancillary devices: neuronmax 8f 80cm sheath, avigo guidewire (lot: b576041), sofia 5f 115cm catheter.

Manufacturer narrative:
Product analysis #705935081: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex shield was returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no catheter returned with the pipeline flex visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and no damage. In addition, no damage was found with the pushwire. The cause of failure to open and resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during procedure. Customer reported that vessel tortuosity was moderate. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361), as found condition: the pipeline flex shield was returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no catheter returned with the pipeline flex. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and no damage. In addition, no damage was found with the pushwire. The cause of failure to open and resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during procedure. Customer reported that vessel tortuosity was moderate. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. Correction: h6 coding updated/corrected based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.